Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 408mg/dl. The customer experienced nausea, vomiting, excessive thirst, excessive urination, abdominal pain, fruity breath and ketones. Troubleshooting was performed. The customer stated that the doctor instructed her to request the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.